Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter; product ID:203cx product type: coaxial umbilical cable product event summary: the 990063-20 mapping catheter with lot number 226695208 was returned and analyzed. Visual inspection was performed. The loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was broken from the lemo connector. The introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported kink issue was confirmed through analysis and the mapping catheter failed the return product inspection due to a broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter, mapping catheter and coaxial umbilical cable were kinked. The balloon catheter, mapping catheter and coaxial umbilical cable were replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.